Event description:
It was reported that during a ptca/stent procedure to treat a predilated lesion in the mid "lad". A 3.0/28 rx penta was then advanced and deployed to treat the mid lesion. At this time, a stenosis was noted further distal, and a 2.5/18 pixel was used to treat this lesion. The angiogram showed a small perforation between the two stents, which grew into a large effusion. The pt's blood pressure dropped to 50. Another co's balloon was inflated at the perforation sight and the surgeon was called in to perform a pericardial window, which temporarily corrected the tamponade. The balloon remained inflated during the surgical procedure. The balloon was then deflated and another angiogram was taken which revealed there was still bleeding from the artery. At that time the pt was taken to surgery to repair the artery. Physician made it known that he did not feel the cause of the perforation was product related, rather that the artery was just stretched.